Event description:
It was reported that during a routine follow up, a decrease in r-waves and increase in threshold were observed. The impedance measurements varied but was still in range. A fluoroscopy revealed the rv lead had dislodged. When lead repositioning was unsuccessful, the lead was explanted and replaced. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.